Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 120 watt laser console. According to the complainant, during the procedure, it was noted that there was no laser energy coming out from the laser fiber. Reportedly, the laser fiber was already cracked in package.. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The fiber was returned broken into three pieces. The first piece measured approximately 56.6 cm from the top of the connector to the break. This piece is kinked. The second piece measured approximately 38.3 cm from break to break. The third piece measured approximately 208.5 cm from the break and includes approximately 2.5 mm of the distal tip. The pattern on the tip face was consistent with normal degrading. This piece is kinked in two places. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 120 watt laser console. According to the complainant, during the procedure, it was noted that there was no laser energy coming out from the laser fiber. Reportedly, the laser fiber was already cracked in package.. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.